Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2020-01-03 10:41:27 cst pli# 10 product ID# 37800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) was functional. Concomitant medical product: product ID: 4351-35, serial# (B)(4), product type: lead; product ID: 4351-35, serial# (B)(4), product type: lead. Analysis of the stimulator ((B)(4)) found that the battery was not in new condition but had insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), product type lead; product ID 4351-35, serial# (B)(4), product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins was replaced due to abnormal battery depletion. No patient complications were reported as a result of this event.